Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a blackout after startup. The event occurred during setup/inspection for use before sedation for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.